Event description:
A nurse reported five cases of inflammation after use of this product during cataract surgery. There were other medical devices used during the procedures. All pts were treated with steroids and the inflammation has resolved. She reported that the surgery center has checked for possible factors leading to the inflammation. In f/u, the nurse reported that lot numbers are unk for each pt. She also reported that this product was replaced in subsequent procedures and no longer seemed to be a factor. There are five medical device reports associated with this event. This report is for the third pt.

Manufacturer narrative:
Product investigation: the product was not returned for analysis. No lot number was provided by the reporting facility. Root cause: a root cause could not be determined by the investigation. Action taken: investigation has been completed based on current info. No further action is warranted at this time. (B)(4).